Event description:
A surgeon reported following a glaucoma filtration device implant procedure, little flow of aqueous humor was confirmed following the procedure. The surgeon placed two sutures on the implant of the device. A yag laser was performed at the opening of the shunt to attempt to allow for more flow. No flow from the device was confirmed following the laser. One day postoperatively the surgeon noted no bleb was formed. Following surgery no flow was confirmed from the device. The device was exchanged.

Manufacturer narrative:
Additional information: evaluation summary: during inner illumination the shunts' lumen was found to be partially blocked. Therefore, the complainant statement of no flow is confirmed. After cleaning the shunt, the lumen was open. No abnormalities were found during the device history records review and the product was released according to approved release criteria. During production, 100% final inspection is being performed on the entire batch, including inner illumination. If such a defect had been noticed during the inspection, the product would have been rejected immediately. The shunt had been in the patient eye for a day. Having said that, one may conclude, that the blockage was formed after the product had left the manufacturing plant. The root cause is external - related to patient condition / non-product factors, however, the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since the restriction unit was seen to be centered and after cleaning the device no light obstructions were seen. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause is seem to be external - related to patient condition / non-product factors. (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).